Event description:
It was reported that 1050 days following a coronary artery drug eluting stenting treatment procedure, the patient experienced a tvr (target vessel revintervention). The index procedure identified one 12mm long target lesion located in the mid lad (left anterior descending) with 70% stenosis and a 3.0mm reference vessel diameter. Treatment consisted of pre-dilation and placement of a 3.0x16mm study stent, reducing the stenosis to 0%. The patient also had a non-target lesion in the distal rca (right coronary artery), treated with two commercial stents, reducing the stenosis to 0%. The patient was discharged the following day on protocol doses of plavix and asa. The patient presented to an outside hospital with complaints of severe chest pain associated with burning, shortness of breath, nausea, and radiation down into her left arm. ECG and cardiac enzymes were normal and the patient was transferred to the study site for cardiac catheterization, which revealed the following: lad-90% proximal narrowing, mid vessel stent site widely patent with no restenosis, 50% stenosis in the mid to distal lad, and 90% stenosis at the origin of the second septal perforator; rca - 85% mid to distal vessel stenosis just prior to a previous stent site and 40% in-stent restenosis extending into the r-pda (right posterior descending artery). The target lesion had 81.66% stenosis. The target mid lad was treated with a 3.0x23mm cypher stent, reducing the stenosis to 0%. The mid rca non-target was treated with a 3.5x28mm cypher stent, reducing the stenosis to 0%. The patient was discharged home the next day. The relationship of tvr to study stent was reported as "possibly". The relationship of tvr to index procedure was reported as "unrelated". The relationship of tvr to prior co-morbid condition was reported as "definitely". It was also noted that in november 2002 the patient had 70% in-stent restenosis of a non-target vessel.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant information become available; a supplemental medwatch report will be filed.